Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported during an unspecified procedure, during use of an nc trek balloon dilatation catheter (bdc), the balloon was unable to deflate. A guidewire was used to puncture the balloon in order to deflate and remove the balloon. There was no report of any adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4- the part number was updated from unk nc trek otw to unk nc trek. G4 - PMA/510(k) updated from k103110 to k103153.

Event description:
N/a.